Event description:
User reports a water leak coming from the drain hose of the analyzer which flooded onto the floor and into the walkway of the lab. The water leak has been cleaned up. No one was harmed and no pt samples have been affected as the analyzer is not live yet.

Manufacturer narrative:
The field service rep determined the cause to be milipore drain line coming out of wall drain, and wire tied all drain lines together and wire tied lines to the wall drain. Verified waste draining.